Event description:
Complainant reported the patient was on impella cp support and had a large hematoma at the access site. One unit of packed red blood cells was provided to the patient. Support continued. Patient is stable post issue.

Manufacturer narrative:
Section a5: patient race and ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿